Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#serial#: (B)(6), product type: recharger, b3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were in the process of having the stimulator replaced because it was at the end of its life and they were trying to get with manufacturer representative (rep), to get things set up to get the stimulator replaced. The patient stated the reason the unit was being replaced was due to rapid charge depletion. The patient stated this issue began about a year ago, and they met with rep around the same time, and rep stated they should get a new stimulation due to longevity. Agent documented information on call.